Manufacturer narrative:
Product complaint # (B)(4). H3 photo investigation summary: this is an analysis for a photo submitted to ethicon for evaluation. During the visual analysis, the following was observed: the photo shows a surgery where the needle is held by forceps. At the end of the needle, a segment of suture can be observed. Based on the photo review, the event reported is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the device was not returned our evaluation is limited. We value the opportunity to fully analyze the device upon its return. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. The following information was requested, but unavailable: did this issue contribute to any patient adverse event? Received information as following from sales rep via phone today. Please refer to the event description, other information requested is unknown. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a laparoscopic total hysterectomy+bilateral oophorectomy and salpingectomy procedure on (B)(6) 2025 and barbed suture was used. During the procedure, at 15:33, the patient underwent surgery. When the doctor used suture to suture the cervical stump, the problem of pulling off suture needle happened, resulting in incomplete suturing of the stump. The doctor then added more sutures to ensure proper suturing. But if it is during the suturing of critical areas or hemostasis suturing, it may cause damage to the patient's bleeding and pose certain risks. No adverse patient consequences were reported. Additional information was requested.